Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the customer-reported issue could not be duplicated.   The following observations were made: rusted chassis and top cover; the front panel had a fading caution label; noisy/bad fan; and the lamp heat sink had excessive thermal paste. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source exhibited an error code b30 static on the screen. The customer reported that the light source was dried, restarted, and then continued to work. It was reported that a colon procedure was being performed, but it was unknown whether it was for therapeutic or diagnostic purposes. It was reported that there was a delay in the procedure by a few minutes, but the procedure was completed with the same device. The issue was found during preparation for use.  There were no reports of patient harm.

Event description:
The condition of the patient was not impacted by the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred. The user may replace the unit. Other related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out ((B)(4)). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the error code b30 occurred due to a temporary contact failure. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: [4.4 connection of an endoscope] "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction." [6.3 insertion of the lamp] "do not apply the heat compound to the glass surface and the ceramic part of the examination lamp. If any compound gets on the glass surface, wipe it off with a clean, lint-free cloth. Otherwise, the examination lamp may be damaged, and it may cause malfunction of the light source." Olympus will continue to monitor field performance for this device.